Event description:
This report summarizes malfunction event. A review of the event indicated that one (1) patient sample test using anti-c monoclonal gamma clone antisera on an automated blood bank system produced a false positive result in manual tube. Subsequent testing and prior testing showed the patient was negative for anti-c. Through post event tests and investigations, no specific causes was determined for the malfunction.